Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿insulin syringe there was an issue with a needle stick injury. It was stated ¿while doing the insulin injection, the needle got detached from the syringe and got struck in his (the consumer's) stomach. He has taken the doctor¿s advice to remove the struck needle and on the doctor¿s advice he is reporting to the company.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device evaluated by MFR- device returned to manufacture: yes.

Event description:
It was reported with the use of the bd ultra-fine¿insulin syringe there was an issue with a needle stick injury. It was stated ¿while doing the insulin injection, the needle got detached from the syringe and got struck in his (the consumer's) stomach. He has taken the doctor¿s advice to remove the struck needle and on the doctor¿s advice he is reporting to the company.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 6mm, 31g u40 insulin syringe in an open poly bag from lot # 7226968. Customer states that the needle got detached from the syringe and got struck in his stomach. The returned syringe was examined and exhibited a detached cannula. The loose cannula was returned in the shield. The sample was examined under the microscope and exhibited adhesive runoff onto the barrel. The loose cannula was also examined and exhibited adhesive on the cannula shaft. A review of the device history record was completed for batch# 7226968. All inspections were performed per the applicable operations qc specifications. There were fifteen (15) notifications [200710505, 200710479, 200710477, 200710810, 200710857, 200710875, 200710503, 200710425, 200710300, 200710515, 200710874, 200710478, 200710329, 200710081, 200710859] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter). Investigation conclusion: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA 226773 has been opened to address this issue for 1ml syringes.

Event description:
It was reported with the use of the bd ultra-fine¿insulin syringe there was an issue with a needle stick injury. It was stated ¿while doing the insulin injection, the needle got detached from the syringe and got struck in his (the consumer's) stomach. He has taken the doctor¿s advice to remove the struck needle and on the doctor¿s advice he is reporting to the company.¿ there was no report of injury or further medical intervention.